Manufacturer narrative:
Technician found that the head casters were not holding in brake position. Adjusted the brake to resolve this issue.

Event description:
Found the head casters were not working or holding properly, no injury reported.